Event description:
Reporter stated that patient experienced elevated blood glucose (-300 mg/dl), while wearing the device. The reporter indicated that the patient had attempted to resolve the concern by changing all of the device's accessories; however, their blood glucose remained elevated. No treatment was received. No error messages were generated by the device. Reporter alleged that the device was at fault for elevated blood glucose.